Event description:
The reporter indicated that their (B) (4) handheld device was freezing during the process of device interrogation. Troubleshooting steps were performed, and the event was resolved through a "hard" reset. Good faith attempts for add'l info have been unsuccessful to date.